Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 13-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tray for rosi spot six would not accept a cubie pocket. A field service engineer identified that the spring carriage was misaligned. The release carriage was realigned to resolve the issue and functionality was tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height auxiliary drawer 5.1 row c cubie c6 was not clicking into place when attempting to install a 1x1 cubie. The customer also reported that on row a of the same drawer, cubie a1 was displaying an incorrect number and cubie a6 was not recognized. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.